Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: ased on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and rupture. Device has been explanted.